Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in november 2020. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and no deviations from reprocessing the device according to the instructions for use (IFU) were reported. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Customer returned the device for evaluation and repair of an image noise issue. There is no harm to any patient. Upon evaluation of the returned device, it was observed that there is presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign material in the device nozzle as observed during device evaluation.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital this device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Other observations for the device: due to damage on scope connector, a noise image occurs; due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; adhesive on distal end rubber coating (a-rubber) has a chip and white-clouded area; due to deformation of bending tube, connection between bending section and connecting tube is not secured; scope connector is dirty due to water leakage; adhesive around objective lens has white-clouded area; switch (sw) sw4 has wear; and a-rubber, connecting tube, distal end cover, suction cylinder, image guide protector and sw1 have a scratch. The user¿s complaint of image noise was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. General process for reprocessing at the facility: after use in a procedure, the device is cleaned and disinfected with automatic endoscopy reprocessors (aer) oer-4 or oer-5 immediately after bedside cleaning and brushing. The device was cleaned, disinfected, and sterilized before requesting repair. When the foreign material adhered to the device is not known. It is not known if there is a possibility that the device with the presence of foreign material is used in a procedure. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The device was not soaked in cleaning fluid. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air water nozzle was wiped brushed with clean lint-free gauze, brush, or sponge. The air water nozzle was flushed with detergent solution.